Event description:
A patient, instrumented with click'x at l4-l5 & l5-s1, was returned to the operating room for removal of the construct. After surgeon noted two of the 6 screws were broken on follow-up x-ray. During revision, surgeon placed a spacer anteriorly then flipped the patient to remove the click'x construct and replace it with competitive instrumentation.

Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed with a lot number.